Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: e1, e3. This supplemental report is being submitted to provide the results of the device evaluation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video scope image was blurry. The issue occurred during maintenance. There was no report of any patient harm.